Event description:
(B)(6) 2022 - the consumer claims the unit burned her back. Medical attention was not received.

Manufacturer narrative:
(B)(6) 2022 - we have requested the device be returned to the manufacturer for an investigation. To date the device has not been returned.